Manufacturer narrative:
The device was received operating at eri level. Visual inspection indicated device was exposed to cautery, user manual states that exposure to electrocautery could temporarily inhibit device operation. Analysis of device image indicates autocapture was enabled and device operated at high output settings at times. When automatic settings are programmed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed exhibited normal device characteristics and no anomaly, with battery voltage at eri level. Longevity assessment was performed, and the implant duration exceeds the total projected longevity based on field settings indicating normal battery depletion.

Event description:
It was reported the patient presented remotely. Upon review of merlin.net transmissions, it was observed the patient's pacemaker had possible early battery depletion. The pacemaker was explanted and replaced on (B)(6) 2021. The patient was reported to be in positive condition throughout the procedure.